Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2018, the pacemaker was infected was explanted. On (B)(6) 2018 new system was implant on the right side successfully. It was noted that previously explanted pacer set screw was stuck inside the connecting boot. The patient was discharged.

Manufacturer narrative:
Analysis was normal. No anomalies were found.